Event description:
It was reported that the patient was hospitalized to diabetic ketoacidosis (dka) on 07feb2025. The patient's blood glucose levels reached 424 mg/dl while wearing the pod between 36 and 48 hours on the back. It was noted that the cannula was bent upon removal of the pod. Symptoms reported include hyperglycemia, ketones, swelling, lethargy and vomiting. The patient was treated with insulin and fluids and was discharged a few days later. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.